Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off and customer went to the hospital. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.